Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned the investigation site for evaluation; therefore, the condition of the product could not be verified. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be conclusively determined as product was not returned, and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that, following cataract surgery with intraocular lens (iol) implantation using the ophthalmic operating system, the patient was diagnosed with endophthalmitis. The scheduled cataract surgery was completed on the same day. The patient was treated with an intravitreal antibiotic injection and underwent pars plana vitrectomy (ppv). The patient also diagnosed with retinal detachment and proliferative vitreoretinopathy (pvr) and probably required secondary pars plana vitrectomy (ppv). Additional information has been requested, but none has been received to date. This report was pertaining two of six patients reported from the same facility. This report pertains to cassette involved in reported events.